Manufacturer narrative:
Additional clarification/confirmation received 19aug2015: this statement ("testing for chg allergy ruled out.") Indicates that allergy to chg was ruled out. Integra completed its internal investigation 8/20/2015. The investigation included: method: complaint trend. Results: review of complaint history from january 2013 - july 2015, a total of (B)(4) complaints (including this one) related to the reported condition (contact dermatitis) for biopatch product family have been reported. (B)(4). Conclusion: the reported condition "contact dermatitis" could not be confirmed at this time since pictures were not provided by the customer and no assignable causes that could be associated to the manufacturing process of biopatch were identified based on the review of quarterly bioburden trends, CAPA's, ncr's and scar's history. Although DHR could not be reviewed since fg lot was not provided, chg potency testing is performed as part of quality control incoming inspection and fg lot product testing procedures. As stated in the product¿s directions for use: "adverse reactions to chlorhexidine gluconate (chg), such as dermatitis, hypersensitivity, and generalized allergic reactions are very rare, but if any such reactions occur, discontinue use of the dressing immediately". It was indicated in the complaint record that allergy to chg was ruled out. As per product design, biopatch contains chg incorporated into the polyurethane absorptive foam. There are no other antiseptic agents present in the device. Therefore, a root cause for the reported condition could not be determined.

Manufacturer narrative:
Additional information received 12feb2016: the following additional information and request has been received from the healthcare provider that reported this complaint: (B)(6), needs frequent PICC line placement. Developed contact dermatitis under biopatch. Patch tests on the back performed in triplicate were negative using iq ultra chamber with 25 microliters of chlorhexidine 0.5% aq. Occluded 48 hours and read after 2, 4, and 7 days. As a test, biopatch was taped to the opposite arm from the PICC line site on normal skin without any other substance underneath. Within 3-4 days, this caused a circular contact dermatitis in the shape of the biopatch. The same thing occurred with tests on normal skin with algidex ag IV catheter patch. Kendall amd antimicrobial fenestrated foam disc dressing. Two weeks occlusion of the following caused no reaction: tegaderm hp. I suspect he is allergic to something in the polyurethane foam since each of the three antimicrobial foam discs contain polyurethane. I would like to investigate this further. Can you tell me whether the biopatch polyurethane contains any of the following polyurethane ingredients which are sold by patch test suppliers for allergy testing in patients with suspected polyurethane contact dermatitis? Diphenylmethane diisocyanate toluene diisocyanate polymeric diphenylmethane diisocyanate, hexamethylene diisocyanate, isophorone diisocyanate, phenylisocyanate, diaminodiphenylmethane, isophoronediamine. The investigation was not reopened: the investigation team reports that any investigation performed beyond the product IFU recommendation goes outside of the complaint investigation scope.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported by the doctor that the patient presented with contact dermatitis after having the product applied over the PICC line. Testing for chg allergy ruled out.